Event description:
During the daily test, the device indicated that the battery was discharged. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.